Event description:
Bvm was attached to swivel adapter, which was attached to endotracheal tube. When the bvm was removed to allow suctioning, swivel adapter fractured at 15mm oc connection to swivel. One piece of swivel remained inside the bvm adapter and could not be removed. Another bvm was obtained. The other portion of the swivel remained attached to the ett adapter and could not be removed. The ett adapter was removed and replaced with an adapter off of an unused ett tube. Actual effect on the pt is unknown. Because of the fracture and "wedging" of the piece inside the bvm and on the ett, ventilation was impossible.